Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician revised the pocket site and implanted a lead extension. The patient was reportedly doing fine.